Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 125 mcg/day. It was reported a motor stall was seen at initial interrogation. The patient recently had an MRI on (B)(6) 2017 and experienced a motor stall post-MRI. Sometime after the MRI, the patient experienced an increase in spasticity. The representative read the logs on the day of report, and recovery had not occurred. Re-interrogation of the pump resulted in a recovery. The representative stated they programmed a therapeutic bolus as well of 5 mcg. Troubleshooting resolved the reported event. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported there was no audible alarm heard from the pump. The increase in spasticity was resolved. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from (B)(6) reported the hcp stated the brand of baclofen in the pump was gablofen. The increase in spasticity had been resolved as of (B)(6) 2017. The MRI performed was not related to the medical device or therapy issue. On (B)(6) 2017, the spasticity was not to baseline, and the hcp stated they would continue therapy. The hcp stated there were no pertinent tests or laboratory evaluations performed. The hcp stated a small bolus of 5 mcg was administered to restart the pump. The patient was not hospitalized in the event. The patient was not taking any concomitant medications at the time of the event. Patient medical history (prior to the use of the product) included a motor vehicle accident in 2008 and paraplegia.